Manufacturer narrative:
The investigation is on-going. The investigation results will be submitted with the final report.

Event description:
It was reported that during a case although the piston was moving, the machine was not delivering gas to the patient. The case was completed using manual ventilation. No patient injury reported.

Manufacturer narrative:
The dispatched fse was not able to duplicate the described issue; the device passed all tests without exhibiting nonconformities. The log file was analyzed by the manufacturer. No deviation could be determined that can be put in causal connection to the reported event. The only entry for the period in question points to absence of mains supply for nearly one hour wile the device ran on battery power. Draeger asked for further information but no additional deals could be provided. As multiple root causes are imaginable for the described scenario, the available level of information does not allow a differentiation and determination of root cause. No further problems reported to date. Draeger finally concludes that the workstation has responded to an error condition of unknown origin as specified by posting corresponding alarms. Switching to manual ventilation is possible at any time without restrictions and, the user was reportedly able to finish the procedure w/o consequences for the patient. Thus, the issue in general does not incorporate a previously unknown or falsely assessed risk.